Event description:
Bandage tore skin off consumer. Consumer completed customer information request. Unknown if any medical treatment required.

Manufacturer narrative:
Test results are not available at the time of this report.